Event description:
It was reported via repair work order that the frame was bent out at the foot left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.